Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 12. The error described by the customer could not be reproduced during an endurance test. The term "cold light fountain" refers only to the colour temperature and not to the temperature of the device. As described in the instructions for use high temperatures can occur at the light output, at the end surfaces of the light cable and at the tip of the endoscope. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that there was event with a cold light fountain xenon nova 300 according to the information received from the hospital: "we had our preparations for a laparoscopic gallbladder operation almost done and the surgeon had just been called to the or. All of a sudden the scrub nurse felt intense heat in her thigh and saw two burned holes in her sterile coat. The optic was placed in a plastic pocket on the side of the sterile cover with ist tip towards the floor. The tip of the optic had burned a hole in the plastic and after that two holes into the sterile coat. The sterile covers were changed and the sterile area was washed again. The instruments that were contaminated were changed and the scrub nurse redressed into clean, sterile clothing." Patient / user harm is not known at date of this report. Additional patient / user information is not available.